Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the premature deployment and difficulty removing the device requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced to the mitral valve however the mr was unable to be reduced further. The leaflets were ungrasped and the clip repositioned several times however the mr was unable to be reduced. The cds was retracted per the instructions for use (IFU) however the clip became caught on the tip of the steerable guide catheter (sgc). Standard troubleshooting was performed; however the clip could still not be retracted. The system was pulled back to the right side and pulled through the septum without issue. It was noted the clip looked like it had detached from the mandrel even though no deployment had been initiated. The sgc and cds were retracted to the groin where it was noted one clip arm was inside the sgc and one clip arm was stuck on the vessel wall. A vascular surgeon was called to perform a cut down. Once removed, it was confirmed the clip was no longer attached to the mandrel but was still attached to the cds by the lock and gripper lines. The procedure was completed at this time with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip caught on the steerable guide catheter (sgc) tip was confirmed via returned device analysis. The analysis identified the actuator coupler was broken. The broken coupler was sent to scanning electron microscopy (sem) analysis. The results indicated that the broken coupler appeared to have failed by tensile shear.the reported premature deployment could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty removing the clip delivery system (cds) from the sgc tip. The premature deployment appears to be related to the broken actuator coupler. There is no indication of a product issue with respect to manufacture, design, or labeling.